Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed a cracked lcd screen. Unit was unable to progress pass cardiomems hf software loading screen on the handheld or send readings. Boot-up sequence was unsuccessful. Unit powered on successfully. A golden lcd screen was used due to the original handheld lcd screen was cracked. Patient data back-up was unsuccessful due to the malfunction involving the unit not booting up properly, the formatted compact flash and dsp load portions of diagnostic test were considered most relevant in performance evaluation regarding complaint. Unit failed formatted compact flash portion of diagnostic test and passed dsp load portion. Several other portions of diagnostic test failed. Unit determined to have boot-up malfunction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that during the time the patient was unable to take cardiomems readings while awaiting patient electronic system replacement, the patient developed acute on chronic heart failure symptoms including hypovolemia, dehydration and increased loss of consciousness, requiring hospitalization from (B)(6) 2025 to (B)(6) 2025. The healthcare provider believes the patient's hospitalization was due to lack of cardiomems readings to assist with medication management.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.